Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently disconnected the power cord at the start of a routine hemodialysis treatment. Clotting was suspected due to the amount of time the pump was off. Rinseback was not performed resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The power failure was due to the operator inadvertently disconnecting the power cord at the start of treatment. The reported blood loss is attributed to the operator not performing rinseback as instructed. The user's guide states "if power is lost to the nxstage cycler for more than the allowed time, or if there is an unrecoverable system failure, return the blood to the pt before coagulation occurs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this reported closed. No add'l info will be provided.